Manufacturer narrative:
The customer reported that their central nurse's station (cns) went out/rebooted itself and when it came back up, it was giving them a "operating system not found" error. No harm or injury was reported. Attempt #1: on 07/14/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: on 07/21/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: on 07/29/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that their central nurse's station (cns) went out/rebooted itself and when it came back up, it was giving them a "operating system not found" error. No harm or injury was reported.